Event description:
Received notice of complaint concerning above product from director of nursing. Spoke with director of nursing who reports a blood leak from a venous line. Reports that the treatment had been initiated without difficulty. States that approximately one hour into the treatment, a health care professional noted blood on the floor in front of the machine. Upon investigation, noted blood "squirting" from an area just below the venous chamber. Estimated blood loss approximately 100-150cc. Pt remained stable during event, no intervention required. Leaking not noted during prime. Treatment stopped, line changed & treatment completed without further incident. The pt was stable throughout the event & did not require intervention. The line has been saved for eval. A response letter & mailer have been sent to the facility.